Manufacturer narrative:
No excessive no delivery alarms or low battery alarms were noted during testing. The pump was received with all operating currents within specification and passed the functional testing including the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No moisture damage was noted on the electronic assembly during visual inspection. No constantly fading/missing segment/partial display anomalies noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump fell in the water but he pulled it out and dried it off. Customer stated that the battery indicator does not show less than 2 bars. Customer stated that the alarm history won't let him go any further down past the no delivery alarm from (B)(6). Customer does not wear the sensor. Customer stated that he did try a battery from a fresh package prior to calling but he is still experiencing low battery life. Customer stated that the pump may have gotten a little moisture. Customer stated there is no visible moisture in the pump. Customer had low reservoir alert in the alarm history. Customer performed the self test and the pump passed. Customer noticed that he had a partial display. Customer had fallen a few times and stated there was a possibility that the pump may have hit the floor. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.